Event description:
The patient presented with an unruptured internal carotid-ophthalmic artery (ic-oph) aneurysm. Following an unsuccessful attempt to deploy the first coil, a balloon remodeling assisted coil embolization technique was used to deploy all coils. The balloon was advanced up to the lesion and inflated. The first coil was re-advanced into the aneurysm, the balloon was deflated as the patient moved and the coil was detached. The second coil was detached with the balloon inflated with no issues. The third coil was inserted into the aneurysm and pushed again the first coil causing two loops of the first coil to protrude from the aneurysm and prolapse into the parent artery. The prolapsed portion of the coil was however minimized by the inflated balloon. The fourth coil (subject device) was successfully deployed and the microcatheter along with the balloon were removed. Angiography was then taken and demonstrated contrast media leaking from the aneurysm. The balloon catheter was re-advanced and inflated proximal to the aneurysm to treat the aneurysm rupture and heparin was reversed. Twenty minutes later, a 3d-digital subtraction angiography (dsa) showed bleeding had ceased. However, 3d-dsa forty minutes post procedure revealed a thrombus located in the peripheral middle cerebral artery (mca) and a "thrombus-like" material just beneath the coiled section. There was no angiographic appearance. The procedure was aborted. The patient's current condition is "rapid worsening."

Manufacturer narrative:
Additional information from the user facility determined that the patient's anatomy was very tortuous, and the balloon had to be inflated more than five times. In addition, it was reported than they detached the coils with the balloon deflated, due to the patient movement every time the balloon was inflated.